Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer reported blood glucose level was "high" on the continuous glucose monitor. Elevated bg was address by correction injection via manual injection. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Additionally, it was reported that a cartridge alarm occurred during load sequence. Customer loaded a new cartridge to resolve the issue and resumed insulin delivery.